Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for the report of metallic foreign material therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As no sample was returned and no lot number information is available, the root cause for the customer complaint issue cannot be determined. As the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was used during a patient's procedure in which iron powder-like foreign material was found inside of the patient's eye postoperatively. There was no impact to the patient. Additional information has been requested.